Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to incorrect assembly operation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag was not draining and caused catheter associated urinary tract infection and sepsis on (B)(6) 2021. Per follow up via phone on 13jul2021 it was stated that the only additional information available was the 7 patients that were septic were transferred to higher levels of care within the hospital but the others with catheter associated urinary tract infections (cautis) were treated with antibiotics. The customer stated they had to change their entire process because the leg bags caused so many issues and were being changed frequently due to the infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that drain bag was not draining and that caused catheter associated urinary tract infection on (B)(6) 2021 and on (B)(6) 2021. Per follow-up via phone on 13july 2021, they advised that the only additional information available was that the 7 patients that were septic were transferred to higher levels of care within the hospital, but the others with only catheter-associated urinary tract infections were treated with antibiotics. Customer stated they had to change their entire process because the leg bags caused so many issues and were being changed frequently due to the infections.